Event description:
It was reported when using the tube pst ii plh 16x100 8.0 blbl l/gn there was stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "on 2 occasions the caps of the tubes came loose and shattered in the centrifuge. There was no blood spillage." There has been several reports of defective caps on the 8.0ml pst tubes from different site within the organisation who are the south australia statewide public pathology provider. Please refer to (B)(4). They have raised the question of the quality of materials used in the manufacture of the caps. This organization are in the process of transitioning from vacuette (greiner)

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the tube pst ii plh 16x100 8.0 blbl l/gn there was stopper creep out or loose closure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "on 2 occasions the caps of the tubes came loose and shattered in the centrifuge. There was no blood spillage." There has been several reports of defective caps on the 8.0ml pst tubes from different site within the organisation who are the (B)(6) provider. Please refer to (B)(4). They have raised the question of the quality of materials used in the manufacture of the caps. This organization are in the process of transitioning from vacuette (greiner).